Event description:
It was reported the peds PICC nurse stated having issues with the accucath. Stated "on each time the wire has gone smoothly with no issues but when we go to thread the catheter, the catheter almost buckles and crinkles up. We are in the vein but the catheter wrinkles up. When we remove the device and assess the catheter the catheter is bent but the wire each time has been straight". No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 20g accucath ace device. A gross visual inspection of the returned unit found that the catheter was kinked at multiple locations along the catheter tubing. Additionally, the guidewire was bent near the distal end. Microscopic inspection of the guidewire found that the outer most coil of the guidewire tip was partially unwound. This suggested that the guidewire may have caught on the tip of the catheter. Inspection of the catheter tip found that the tip was compressed and tip edge deformed. A portion of the edge deformation matched damage typically seen when the guidewire catches on the catheter tip. The features observed indicated that interference between the catheter and guidewire had likely occurred. However, this on its own is unlikely to have caused the extent of kinking observed on the catheter tubing. Other potential factors which may have contributed to the reported event include premature retraction of the needle and excessive force during insertion. Based on the available evidence, a root cause could not be conclusively determined. Therefore, the root cause remains unknown.

Event description:
It was reported the peds PICC nurse stated having issues with the accucath. Stated "on each time the wire has gone smoothly with no issues but when we go to thread the catheter, the catheter almost buckles and crinkles up. We are in the vein but the catheter wrinkles up. When we remove the device and assess the catheter the catheter is bent but the wire each time has been straight". No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.